Manufacturer narrative:
D5; h4: information not available, device not returned for analysis.

Event description:
It was reported that the ax55g was used during a low anterior resection. It was reported by the affiliate that after the device was fired, there were no staples in the middle of the staple line. There was no consequence to the patient. 3/13/1998 the staple in the middle of the staple line did not close correctly. The surgeon mentions that this can be related to a over articultion of the instrument head, or a partial pre-firing. There was no consequence to the patient.